Manufacturer narrative:
(B)(4). The insulin pump was received with partially broken reservoir tube lip, missing retainer, stained keypad overlay, stained end cap address label, scratched case, pillowing keypad overlay, missing reservoir tube o-ring, case cracked behind the pump near the battery compartment and cracked battery tube threads. A test p-cap and reservoir was installed and did not lock in place due to broken reservoir tube lip and missing retainer. Unable to perform the displacement test due to broken reservoir tube lip and missing retainer.

Event description:
Information received by medtronic indicated that the battery compartment slot was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.